Manufacturer narrative:
The reported event of output anomaly could not be confirmed. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a ventricular fibrillation (vf) arrest. The device detected the arrythmia and delivered shocks, but failed to convert the arrhythmia. The system was revised to implant additional high voltage electrodes to achieve adequate defibrillation thresholds (dfts). An adequate safety margin was never achieved and the device was later explanted. The patient was discharged after the procedure.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2019 instead of (B)(6) 2019. The awareness date should have been 18 jul 2019 and not 28 jul 2019.